Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2016. The investigation included: review of device history records. Review of complaint management database for similar complaints. No lot information has been provided. DHR review could not be conducted. The 18 complaints that reported latent flu-like symptoms are the only incidences that have been received in the last 12 months. Not enough information is provided to define the root cause.

Event description:
It was reported several patient¿s had postoperative complications of flu like symptoms and poor wound healing. The events occurred over the past 18 - 24 months. There have been 15 ¿ 18 adverse event cases. This report is for patient 4 of 18. It was reported the patients underwent immediate reconstruction with tissue expander procedures. About 2-3 weeks later, the patients reported they were not feeling well. They exhibited flu-like symptoms at first, then body aches, some had low grade fevers. About 1 week later they were found to have pain, edema, and redness at the reconstructive site. ¿on bilateral cases it is only one side, never both. The incidence is about > 50%! On cosmetic uses, it has not been an issue.¿ fluid was drawn off the first few patients but cultures came back negative. ¿the course of treatment has been steroids, antihistamines, and sometimes antibiotics. The issue usually resolves in a couple weeks. In some patients, they have had to explant the product and the expander because they have a dehiscence. They have had a couple patients that were reconstructed in august and in november presented with these symptoms.¿ it was reported; none of the patients had radiation. Some had chemotherapy. There were no practice or product changes over the past two years by the healthcare providers, according to the surgeon¿s nurse practitioner. The patients did have drains, which were removed when drainage was less than 30cc/day.